Event description:
A customer reported that all the digits in the display are missing some of the segments. While on the phone the observation was confirmed. A request was made to return the system for evaluation. In the meantime, a replacement unit has been provided.